Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting evaluation, a search for similar complaints, a review of the analyzer service history and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement of a manifold kit valve, which resolved the issue. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the manifold kit valve or the architect i1000sr analyzer, ln 01l86 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative b-hcg results while using the architect i1000sr analyzer. The customer provided the following data: on (B)(6) 2016: initial result <1.2 miu/ml, this patient had a previous result around 600 on (B)(6) 2016: specimen from (B)(6) 2016 was recentrifuged and retested: 3197.26, 3060.96 and 3312.76 miu/ml. The patient is approximately 3 weeks pregnant. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, correction to the manufacturer narrative should reflect that a malfunction occured.